Event description:
Approximately two and a half months post implantation the patient was diagnosed with driveline infection. The patient was admitted to the hospital, and a central catheter was inserted for the administration of intravenous antibiotics. Intravenous antibiotic therapy was initiated and the patient was discharged home two days after admission in stable condition.

Manufacturer narrative:
Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may have further contributed to development of infection in this patient. While the root cause of their enteric fistula cannot be conclusively determined, presence of the driveline may have been a contributing factor. Our investigation found no evidence to suggest that these events were related to a device defect or sterility issue. No additional information will be forthcoming. This is one of four reports (3007042319-2014-00061, 3007042319-2014-00062, 3007042319-2014-00063, and 3007042319-2014-00064) submitted for a device related to the same patient.

Manufacturer narrative:
The device remained implanted at the time of this event. Additional information will be submitted within thirty (30) days of receipt. This is one of four reports (3007042319-2014-00061, 3007042319-2014-00062, 3007042319-2014-00063, and 3007042319-2014-00064) submitted for a device related to the same patient. Device remained implanted.